Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called our (B)(4) affiliate to report that he/she was diagnosed with a ¿suspected bacterial infection¿ while wearing the 1-day acuvue moist brand contact lenses. The pt wore the suspect lenses while playing golf on (B)(6) 2017. The following day, pt reported heavy discharge which prevented the eye from opening (affected eye was not reported). Pt went to an eye care provider (ecp) on (B)(6) 2017 who prescribed eye drops. The pt reported that eye has not fully returned to normal. The pt reported he/she was currently wearing contact lenses. On 21oct2017 a call was placed to the pt and additional information was obtained: the event date was confirmed as(B)(6) 2017 and both eyes were affected. The pt verified the ecp visit date was (B)(6) 2017 and the ecp diagnosed a suspected bacterial infection. The pt was not instructed to discontinue lens wear or return to the ecp for a follow-up visit. The pt reported he/she was advised to return if the symptoms worsened. The pt was prescribed two bottles of levofloxacin ophthalmic solution tid ou. The pt reported that he/she did not return to the clinic as the ¿symptom was not so severe¿. The pt reported he/she finished using the drops prescribed. Currently the pt applies otc drops (name of the medication was not provided). The pt does not have heavy discharge ou currently and reports there are times that the pt has no discharge ou at all. No additional information was received. The suspect lenses were discarded by the pt. This report is for the pts left eye event. A separate report will be filed for the pts right eye event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2936600101 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.